Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had inaccurate screw placement. The procedure was l3-s1 minimally invasive surgery (mis). The l3 were placed first and were the ones surgeon determined were inaccurate. All the other screws were placed accurately. The site resolved this issue by taking another spin and replacing the screws. There was a lessthan 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Software analysis, including image analysis, could not determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated to say sacroiliac and thoracolumbar procedure instead of functional endoscopic sinus surgery (fess). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure.